Event description:
A hospital reported via our distributor that an mr290 autofeed humidification chamber was too deformed to be able to mount it correctly on to the mr850 respiratory humidifier. No patient consequence was reported.

Manufacturer narrative:
The returned humidification chamber was visually inspected. Results: the mr290 humidification chamber has an aluminum base that is attached to the chamber dome during production. It was observed that the chamber base was thicker than normal. It was observed that two layers of aluminum base (rather than the usual 1 layer) were attached to the bottom of the humidification chamber. A lot check revealed no other similar complaints for this lot number. Conclusion: during production, the operator put 2 aluminum bases on the production line to be attached to the chamber dome, rather than 1. This lead to a chamber being produced with a thicker base. On setup by the user, the base would not connect to the humidifier correctly. Consequently the user would need to replace the humidification chamber with another one. Our monitoring and trending of complaints involving double aluminum bases on mr290 chambers has a rate of occurrence of 0.3 devices per million sold worldwide in the last year to the end of january 2009.